Event description:
Vaccine injection of hpv 9-valent - 0.5 ml with prefilled syringe and team member added mckesson needle. Metal needle came out of hub and remained in patient arm after vaccine administration and retracting the syringe. Attached needle hub remained on the syringe- only the metal needle remained in the arm. Team member removed needle without incident- no harm to patient and medication was delivered as intended. Reports no retained foreign body. Team member disposed of syringe and the needle that detached in sharps container. No other issues with this lot # have been noted by office.